Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display keyboard interface was replaced to resolve the reported issue. No report of patient involvement. The date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit would automatically restart causing a loss of mechanical ventilation. There was no report of patient involvement.